Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 14 cm. Vessel morphology is unknown. The patient has a history of hypertension, coronary artery disease and coronary arterial bypass graft. It was reported that aneurysm length measurements showed that a long stent graft was needed for both common iliacs. The physician thought he would fall short of the hypogastric arteries; however, after deployment of the bifurcated stent graft and iliac leg graft, both hypogastrics were unintentionally covered. The physician tried to push the stent graft up into the aorta using the sheath but was unsuccessful. It was reported that stenting the hypogastric arteries was not possible. The physician was not able to get close enough to the hypogastric arteries to perform a coil embolization and eventually the arteries thrombosed. The patient was reported to have slight claudication of the buttocks but has not experienced any other difficulties. No clinical sequelae were reported, and the patient is reported to be fine.